Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation of the tissue pad coming off was confirmed. The tissue pad was worn, with some peeled off, and some were torn. Additional information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the tissue pad from the sonicbeat 5 mm, 35 cm, front-actuated grip dissolved, and part of it fell out into the patient's abdominal cavity during a cholecystectomy. The fallen pieces were located using a scope. The abdomen was cleansed, and the pieces were retrieved, which took about 30 minutes. There were no retained fragments. There were no health hazards reported and the patient currently did not have any adverse effects.

Manufacturer narrative:
This report is being supplemented to provide additional information as reflected in b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from an olympus representative on behalf of the customer. The device was inspected prior to use without any issues noted. The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by the following mechanism: 1. Nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peel off. 2. A force was applied to the peeled off tissue pad. This caused the tissue pad to sever and detach partially. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed. Without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.